Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was leaking at quick release event on 19-jun-2024. The infusion set has been used for one day. No further information was available.